Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator shut down. No pt involvement. The cse inspected the device and replaced the graphic user interface (gui) pcb and breath delivery unit (bdu) pcb. The unit passed extended self-testing.